Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had no delivery alarms on the insulin pump. Customer stated that the alarms keep occurring and she wants a new pump. Customer stated that the tubing was not bent or kinked. Customer stated she has tried all remedies and does not want to troubleshoot. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.